Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they had to override gantry, but the gantry was at the prescribed start angle for treatment.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that they had to override the gantry, but the gantry was at the prescribed start angle for treatment. It was ascertained from the software logs that an override of the gantry occurred prior to treating a field. The gantry tolerance is set to 0.3 in mosaiq, however the data shows that the prescribed and actual gantry angles matched at 350.0 degrees which should not have required an override. This is the correct gantry angle for the field. Based upon the available information there has been no mistreatment. Elekta were unable to reproduce this scenario in-house where the prescribed gantry and the actual gantry were the same, and an override of the gantry was required. The issue was not readily reproducible by the customer and appears to be a one-time occurrence.